Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of the transmitter confirmed permanent out of range signal. A receiver (sn (B)(6), mfg date: 08/05/2013) was also returned for evaluation and there was no issue detected.